Manufacturer narrative:
The intraocular lens was received at abbott medical optics in (B)(4) and has been forwarded to the manufacturing facility and is pending evaluation. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of severe glare and halos and the doctor requested exchange of the lens model zma00 15.0, diopter serial no. (B)(4). The implant date is (B)(6) 2011 and the explant date is (B)(6) 2011. No patient injury was reported.